Event description:
The patient contacted animas on (B)(6) 2012 reporting that about two weeks ago the up arrow, down arrow and ok keypad buttons started to stick and required several presses to elicit a response. The up arrow keypad button was scrolling. The patient reportedly wore the pump in a case, in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): all of the keys intermittently respond and require excessive force to activate, none have normal spring back or click. The keypad is lifted up near the contrast key. Keypad was removed to investigate; the up key contact is misaligned. There was visible contamination under the key contacts.